Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin was suspended due to the altitude alarm condition, and technical support advised cleaning the speaker holes with a soft bristle brush and a lint-free cloth. The customer chose not to troubleshoot further as the pump was already being replaced due to another issue involving housing damage.